Manufacturer narrative:
Other, other text: returned device was received in poor physical condition. There was fluid ingression around the h-2 pressure chambers and significant wear and tear on the device. No evidence of reported problem in event log was found. During the evaluation of the device, the issue was able to be replicated by analysts. The mount block assembly was cracked on top and prevented the door from fully closing. This was found to have been caused by normal wear and tear. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical fluid warmer's air detector door won't stay closed. Suspect broken clamp slot molding. There were no adverse events reported.